Manufacturer narrative:
The device implanted in this patient was not specified. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
On or about (B)(6) 2000 the patient was implanted with a ¿pelvic mesh product¿ with the intention of treating her pop (pelvic organ prolapse). It was reported that the patient experienced ¿serious bodily injuries, including extreme pain, erosion of her internal tissues, dyspareunia and other injuries.¿ it was also reported that the patient has ¿experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries.¿